Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the following: due to a cut on switch 1 the water tightness was lost, the play of the up/down knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack and a chip, the light guide lens had a crack, the adhesive on the bending section cover, adhesive around the light guide lens, and the adhesive around the objective lens had a white-clouded area, switch 1 and switch 2 had a cut, the plastic distal end cover had a dent, the control unit had discoloration, and the universal cord, image guide protector and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle and light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified. The cause of the material remaining in the nozzle could not be specified as there was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). However, it is likely the material remained on the light guide lens because there was physical damage at the residue point. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-xz1200 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-xz1200 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.